Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had been going to their doctor and had been talking about repositioning the electrodes and putting different software on it. It was clarified that it was mentioned that they thought it was because a lead curled up on itself. It was reported that it was unknown when the lead curled up on itself, but the doctor discovered it in april. No further complications were reported/anticipated.